Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2018-01-11). The investigation confirmed that the ceramic insulation at the distal end of the inner sheath is damaged. Two fragments are broken off. However, no parts are missing. The cause of this damage and the breakage of the ceramic insulation is mechanical overload by the application of excessive force like impact, fall, shock or similar stress. Therefore this event/incident was attributed to use error. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell inside the patient while retrieving bladder stones of 10 mm in size. However, no fragments remained inside the patient since they were reportedly retrieved. No further information was provided but the intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.